Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced read /write errors due to the partial connection failure. A field service engineer reseated all the row board connectors located at the back of each drawer. Additionally, all the cubies were removed, and any debris beneath them was cleared. Subsequently, the customer was able to conduct an inventory without encountering any problems. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a read/write error code message, leading to the failure of the cubies within the drawer, which could not be recovered. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.